Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in or for a device normal change out when externalized conductors were observed. The electrical function of the lead was normal. The patient will be monitored.